Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The field service representative clarified that he replaced the valve that feeds mixing air to the mix tower.

Event description:
The customer reported that they received questionable results for approximately twenty patient samples tested for ion selective electrode (ise) sodium, potassium, and chloride. The customer provided data for ten patient samples and of these, four were found to have erroneous results. The customer did not know if the original erroneous values were reported outside of the laboratory. The repeat results were believed to be correct. Patient sample one originally resulted as 155.6 mmol/l accompanied by a data flag for sodium, 8.2 mmol/l accompanied by a data flag for potassium, and 120 mmol/l accompanied by a data flag for chloride. The sample was repeated on the same day and resulted as 134.5 mmol/l accompanied by a data flag for sodium, 3.7 mmol/l for potassium, and 101 mmol/l for chloride. Patient sample two, from a female, (B)(6), originally resulted as 156.5 mmol/l accompanied by a data flag for sodium, 11.4 mmol/l accompanied by a data flag for potassium, and 129 mmol/l accompanied by a data flag for chloride on (B)(6) 2013. The sample was repeated the same day and resulted as 137.1 mmol/l for sodium, 4.0 mmol/l for potassium, and 106 mmol/l for chloride. Patient sample three, from a male, (B)(6), originally resulted as 161.7 mmol/l accompanied by a data flag for sodium and 123 mmol/l accompanied by a data flag for chloride on (B)(6) 2013. The sample was repeated the same day and resulted as 137.7 mmol/l for sodium and 104 mmol/l for chloride. Patient sample four, from a female, (B)(6), originally resulted as 157.2 mmol/l accompanied by a data flag for sodium, 7.3 mmol/l accompanied by a data flag for potassium, and 125 mmol/l accompanied by a data flag for chloride on (B)(6) 2013. The sample was repeated the same day and resulted as 139.9 mmol/l for sodium, 3.9 mmol/l for potassium, and 109 mmol/l for chloride. It is unknown if any patients were adversely affected by the event. No adverse events were alleged. The ise sodium, potassium, and chloride electrode lot numbers and expiration dates were not provided. The field service representative determined that the mix valve was sticky. He cleaned the mix valve and verified that the analyzer runs according to specifications. The customer ran calibrations and quality controls. The customer was satisfied with the quality control results.